Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination found on the key contacts. The pump was opened and there was no evidence of moisture corrosion on the keypad connector. There was evidence of moisture corrosion in the battery compartment. A leak test failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2016 ¿ correction to serial #.